Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer was feeling sick and was unable to lower her blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Found several no delivery alarms in the alarm history. The customer also stated that she has been using the same insertion sites for many yrs. Advised the customer about the possibility of scar tissue from using the same area for so long. Nothing further was reported.